Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported the freestyle libre 2 sensor prematurely detached while sleeping and he was therefore unable to obtain readings. Replacement product was ordered and on (B)(6) 2021, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a loss of consciousness. Customer self-treated with juice and no further treatment was reported. There was no report of death or permanent injury associated with this event.